Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for pain at the device site with itching, discomfort, and redness. The patient was found to have erythema around the device site with a superficial incisional surgical site infection. The patient was empirically treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.